Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the pump motor stall ¿unfortunately resulted in complete pump failure on (B)(6) 2017.¿ it was noted that the patient was admitted to the hospital for acute opiate withdrawal management for two days. It was stated that the pump was no longer working and the patient was placed on oral medications. The patient was referred to a surgeon to re-implant. The cause of the motor stall on (B)(6) 2017 was not determined. The current status of the device was reported as ¿total pump failure¿ and it was noted that the pump would be explanted in the next two to three months. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to include adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump stalled which pushed the patient into withdrawal and was hospitalized due to seizures. The patient blacked out, his eyes rolled in the back of his head, he could not speak, or move and was paralyzed for 10-20 seconds. The healthcare provider prescribed long acting morphine and a rescue type morphine for pain flare ups. The patient stated that in ¿the time being he is going to be in a state of limbo with withdrawal and misery for months¿. The patient was unhappy because he was going through withdrawal and it was a ¿living hell¿. The pump did not last more than 2 and half years and was a total failure. The event date was (B)(6) 2017. The patient has a consultation with his surgeon on (B)(6) for getting the pump removed. The patient was certain he will be getting a new pump sometime this year maybe in (B)(6).

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report #3004209178-2017-22326 was previously reported. Additional information regarding that event will be reported under this manufacturing report #3004209178-2017-06556. (B)(4) from manufacturing report #3004209178-2017-22326 no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that on (B)(6) 2017 the patient's pump failed. The patient's healthcare professional (hcp) cancelled the appointment for today and the patient was hoping to find a hcp to get in early. The patient's pump stopped working. It was sounding an alarm right now since (B)(6) 2017, every day the patient heard it. The patient went to his hcp today and they could not get him in until (B)(6) 2017 and potentially surgery for (B)(6) 2018. The hcp was running low on pump as well and the patient was frustrated. The patient was in a lot more pain than usual and was going through withdrawals because his pump was not working. The withdrawals and pain started (B)(6) 2017 as well. No further complications were expected or anticipated. Additional information was received from a consumer (con). It was reported that the patient was having problems getting in to see his surgeon. The patient was on oral therapy and said he discovered his pump worked pretty well. The alarm was very annoying and the patient wanted it silenced. The patient said that his nurse and pain therapy healthcare professional (hcp) told him they could not turn the alarm off. Both had a clinician programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pump event logs examined on september 5, 2017 were included with the report and showed motor stall occurred on (B)(6) 2017 at 20:19 and stopped pump period may exceed tube set occurred on (B)(6) 2017 at 20:19. The logs showed that the pump was delivering morphine [30.0 mg/ml] at a dose of 8.056 mg/day and bupivacaine [5.5 mg/ml] at a dose of 1.4770 mg/day, with the last change being on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 3.7 mg/ml; 3.8335 mg/day and morphine 20 mg/ml; 20.721 mg/day via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was (B)(6) 2017. It was reported the pump had multiple motor stalls and recoveries; on (B)(6) 2017 at 1750 to 1817 and (B)(6) 2017 1411 to 1418. The patient believed these two stall were due to a new tractor that had a magnet. A refill was done (B)(6) 2017 and a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The pump had a motor stall this morning ((B)(6) 2017) at 0454 of seven minutes with recovery at 0503. The patient was on the couch watching television. The patient did not hear any audible alarms with the brief motor stalls. No symptoms were reported. The hcp reported the patient has had withdrawal in the past but it was not pump related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the pump had not been replaced yet due to the motor stall, which was still active. The hcp wanted to program the pump to minimum rate mode but was seeing empty reservoir now. Information was requested regarding how the reservoir could be empty if there was a motor stall. It was discussed that the reservoir continues to decrement down based on the infusion settings but due to the motor stall the patient was not getting any drug from the pump. It was also discussed that there were no reservoir sensors to monitor the actual reservoir volume. The hcp did not have an order to program the pump to pump off mode. The hcp would program the pump to minimum rate mode and it was discussed that the hcp would need to update the reservoir volume and the alarm volume also. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional (hcp) who reported that she got a call from the patient today and he said that his pump was alarming. She interrogated the pump and the logs showed a motor stall occurred on (B)(6) 2017 at around 20 hundred hours. The stall was active. The patient had not recently had an MRI. The patient got oral pain meds, but they did not program the pump to minimum rate. No patient symptoms were reported. The pump was currently delivering bupivacaine (5.5 mg/ml at 1.4770 mg/day) and morphine ( 30 mg/ml at 8.056 mg/day). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient was told to call in once the pump was planted. The explanted date was (B)(6) 2018. As of this report date, the pump had not been received by manufacturer for analysis. Patient was to follow up with the healthcare professional and the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2017. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. It was indicated that a motor stall and recovery occurred within eight minutes on (B)(6) 2017. It was noted that the patient had a magnet attached to their ptm and that the patient had that magnet prior to getting the motor stalls. It was indicated that the nurse would discuss options with the physician. No symptoms or complications were reported.